Event description:
Pt had a vitality ds ICD since (B)(6) 2007 that exhibited signs of eri in (B)(6) 2010. The pt was admitted for ICD replacement and received a boston scientific teligen 100 (e110/(B)(4)) on (B)(6) 2010. At implant, the r-wave sensing was 2.5 mv, unchanged from several years back. Of notice is that with this 2.5mv r-wave, there had been yearly dft testing with no problems in detection. The new device was tested by giving a t-synchronous shock and inducing vf. There was no blanking period after the t-wave shock and the device started a-v pacing, starting with the expected v-a interval, followed by 10 paced beats. Then vf was sensed and treated with a shock by the device. A second induction was attempted with a t-wave synchronous shock that induced vf. The device started pacing immediately after the shock and vf was not detected. An external shock had to be given. We think the problem is the absence of a blanking period after the t-wave shock.